Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection and the right atrial (ra) lead was removed and will not be replaced. No further patient complications have been reported as a result of this event.